Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not transmit stored data from the implantable cardioverter defibrillator to merlin.net due to loss of radio frequency (rf) telemetry. The patient then present in-clinic for device interrogation, but rf telemetry was unsuccessful. On (B)(6) 2019, a software upgrade was performed, and the device was successfully interrogated. The patient was stable.